Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Sus voluntary event report mw5055290 stated: I had a right stryker knee replacement on (B)(6) 2013. It swells up all its time, pops and cracks and locks up. I have to wear a brace on it and walk with a walker or cane. I didn't know if you all can do anything to help but if so please contact me. Address above. Thank you (B)(6).